Manufacturer narrative:
A test reservoir was installed and did not lock in place due to a completely broken off reservoir tube lip. Unable to perform displacement test due to a broken off reservoir tube lip. Unit received with minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, stained end cap sticker, and missing reservoir tube o-ring.

Event description:
The customer called to report that the reservoir tube lip broke off completely. Customer's blood glucose reading was 128 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The customer was advised that the device would be replaced and to return their product back for analysis.